Event description:
The reporter alleged discrepant results were obtained on the suspect device when compared to a lab. The device reported was >8.0 inr. The lab result reported was 4.4 inr. The device was replaced and requested to be returned for evaluation.